Event description:
It was reported that the device was unable to be docked and released from the delivery catheter during the implant procedure. The device was successfully implanted with a new delivery catheter and the patient was in stable condition.